Manufacturer narrative:
System analysis/service repair was performed on march 7, 2018: the customer's report was confirmed and determined to be the result of a faulty voltage supply board (vsb). The vsb was replaced and electrical safety testing performed; the system was functionally tested and verified to specification. The faulty voltage supply board (vsb) has not returned for evaluation.

Event description:
It was reported that upon turning on the laser system during preparation for a procedure, the nurse heard a sharp noise, the system shut down and an electrical smell was noticed and fire damage observed on the voltage supply board; there was no patient involvement and no injury to staff reported.

Manufacturer narrative:
The autovolt voltage select board (vsb) s/n (B)(4) was received at the manufacturer on may 03, 2018.

Manufacturer narrative:
Product evaluation: the autovolt vsb visual evaluation was completed on june 08, 2018 and noted the packaging in which the vsb was received was undamaged however the primary packaging (pouch) was in open state, the external appearance noted auto volt vsb showing signs of burn. Due to the present condition of the unit, it was unable to perform functional test was noted. Probable root cause: based on the fa results, the probable root cause was determined to be burnt unit.